Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) device was having issues cycling the device. He stated after deflating, he has issues cycling and re-inflating. When the device is partially inflated, he attempts to inflate and squeeze to deflate and repeat until he hears a pop sound. This occurs intermittently. When the device functions, the patient is happy with the outcome. The patient is having to keep the device partially inflated and its uncomfortable given his underlying bph and issues with urination. There is discomfort keeping the device partially inflated.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) device was having issues cycling the device. He stated after deflating, he has issues cycling and re-inflating. When the device is partially inflated, he attempts to inflate and squeeze to deflate and repeat until he hears a pop sound. This occurs intermittently. When the device functions, the patient is happy with the outcome. The patient is having to keep the device partially inflated and its uncomfortable given his underlying bph and issues with urination. There is discomfort keeping the device partially inflated.